Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was unable to fire. The green button was not pressed and the handle cannot be squeezed.